Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The system is designed to assist a weakened, poorly functioning left ventricle. The implantation of a vad is an invasive procedure requiring general anesthesia, median sternotomy, a ventilator and cardiopulmonary bypass. These surgical procedures are associated with numerous risks. Serious and life threatening adverse events, including stroke, have been associated with the use of this device. A user must fully consider the risks of this device with that of other treatment modalities before deciding to proceed with device implantation. Stroke is a known potential complication associated with all patients implanted with vads. The instructions for use (IFU) addresses guidelines for optimal patient management (including therapeutic anticoagulation guidelines). With a review of the available information there is no indication of any device malfunctions or performance issues that would lead to the development of the patient's symptoms. There is also no clinical evidence to suggest that a malfunction of the device caused or contributed to the reported event. The root cause of the reported event cannot be conclusively determined; though, clinical factors that may have contributed include the patient's previous medical history, anticoagulant therapy and related comorbidities. There are patient and pharmacological factors that may have contributed to this event. With the suspicion of several different possibilities of the cause, it it likely the symptoms are related to patient's condition. From all indications the device operated within specifications and as intended with no indication of any device performance issues contributing to the event. The manufacturer will submit a supplemental report when new facts arise which materially alter information submitted in a previous MDR report. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported that a patient was taken to shared care clinic on (B)(6) 2016 with altered mental status and erratic behavior. The wife stated that it had been going on for a few days, but she was attributing it to depression. The patient was transferred to (B)(6) at that point. The patient's inr had been therapeutic as reported by the coumadin clinic at the shared care site. The patient's inr on admission was 1.5. The site reported that the patient is compliant with medications, but there may have been some missed doses during the few days prior to admission due to the altered mental status. A head computerized tomography (CT) on admission showed a right parietal lobe hematoma that is grossly stable in size. There is moderate surrounding edema without hydrocephalus or significant midline shift. The neurosurgical team was consulted who reported that the etiology and characteristics of lesion were unclear. A final diagnosis of hemorrhagic cerebrovascular accident status post fall was made. The team opted to hold the patient's aspirin and warfarin. A follow-up CT revealed no new bleed and decreasing edema. The patient was discharged home on (B)(6) 2016. On a follow-up visit the patient was noted to be making stable improvement on low dose decadron and the team opted to change her anticoagulation to aspirin and warfarin.